Manufacturer narrative:
Customer did not request service. To date, customer has not reported any further issue with the chemistries that run on the cc side of the instrument.

Event description:
Customer reported to beckman coulter, inc. (Bec) that all chemistries on the cartridge chemistry (cc) side of the unicel dxc 800 synchron system were failing controls, specifically alanine aminotransferase (alt), aspartate aminotransferase (ast), phosphorous (phos), glucose (glu), amylase (amy), creatine kinase (ck), were recovering low. Customer reported that the error was noticed when an erroneous result was reported. Customer reported that they checked the probes and primed the cc subsystems five times. Customer reported the sample was repeated and the results were amended. Customer reported that the emergency room "gave the patient 'something' ", then checked the glucose level using point-of-care device. Customer did not provide any other information. Customer reported that they were not notified the patient was harmed in any way by the treatment. Root cause is unknown at this time.